Manufacturer narrative:
(B)(4).

Event description:
A valiant stent graft system was implanted in the patient for the endovascular treatment of a thoracic aortic aneurysm in zone three. The physician stated that during the implantation of valiant device, the proximal side seemed to migrate toward the distal side. But there was no endoleak, and procedure was completed without anomaly. The cause of migration during implant is not determined. It was reported that one month post index procedure a proximal type I endoleak was observed. The physician performed an intervention another manufacturer's device was implanted, resolving the event. No additional clinical sequelae were reported and the patient is fine.